Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: right breast implant saline mentor smooth round high profile 525cc, serial number (B)(4), catalog number 3503460. (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent a primary breast augmentation with mentor smooth round high profile 460cc saline breast implants that the left side deflated after implantation. The issue was diagnosed through physical examination. Even though we have not received information regarding explantation or an expected explantation date, bilateral removal and replacement was indicated.

Manufacturer narrative:
On 5/23/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Additional information indicated that the date of event is (B)(6) 2017, and on (B)(6) 2018 patient underwent bilateral removal and replacement as follow: left- catalog number 3502501bc, serial number (B)(4). Right-catalog number 3502501bc, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device returned without fluid. Brown material was observed within the device. White material was observed on the shell surface. Leak testing was performed according with mentor procedures and it revealed three leaks. All the rents measuring approx. 0.1 cm; rent a and b located on the anterior aspect and rent c on the posterior. Microscopic examination of the edges of the rents revealed parallel striations. No other anomalies were discovered. At this point is not possible to determine the origin of the brown and white material found on the device. The complaint was confirmed since a rupture was found in the device. Microscopic examination revealed parallel striations. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet manufacturer¿s reference number: (B)(4).